Event description:
On (B)(6) 2021, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient experienced minimal erythema and a rash around the stoma site. On (B)(6) 2023, it was reported that the patient's stoma site was infected, and the patient was admitted into the hospital. On (B)(6) 2023, the patient received unknown IV antibiotic treatment for the stoma site infection. No further information is available.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental med-watch will be filed.